Event description:
Patient reported that the one touch basic original meter kept displaying the insert strip message after the check strip had been inserted. This issue was not resolved with troubleshooting. Patient contacted the doctor, but the nurse was not able to get the meter to work. No treatment given to the patient.